Event description:
Analysis of the returned generator was completed. There was no condition noted that would suggest any anomaly with the device. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition.

Event description:
It was reported that the patient&#39;s generator was unable to be interrogated. The physician believed that the generator had reached end of service and referred the patient for generator replacement. The patient underwent generator replacement. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.